Manufacturer narrative:
Device eval: the suspect device will not be returned for eval. A review of the device history record did not reveal any exception documents. The customer has not indicated if this was the initial use of the device. A f/u report will be submitted when the investigation has been completed. Eval, method: device history record was reviewed. Conclusions: a f/u report will be submitted when the investigation has been completed.

Event description:
The rotator broke during an angiographic procedure at 900 psi. No harm or injury was reported. The customer reported three defective devices but did not provide any further info or clinical details for the add'l events. The customer is not returning any devices for eval. Therefore this single form FDA 3500a will be submitted for this complaint.